Event description:
Patient admitted to hospital for bilateral removal and replacement of saline breast implants secondary to rupture of left saline breast implant. Pt denies any trauma to breast implants. Rupture occurred in 2005.